Event description:
An attempt was made to use an admiral xtreme over the wire pta balloon catheter to treat a tortuous, moderately calcified, arteriovenous fistula with 30% stenosis. The balloon was inflated to 12 atm for approximately 2 minutes, however the balloon ruptured. Cut down was performed to remove the device from the pt. Pt was fine post procedure.

Manufacturer narrative:
(B)(4) - based on the limited info provided no root cause can be determined.